Manufacturer narrative:
Reporter¿s complete address and phone number were not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all manufacturing specifications. Therefore, the reported condition was not duplicated and confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a distal tibial diaphysis fracture procedure, it was observed that the radiolucent drive device stopped working and was making a strange noise. According to the report, the event occurred while the surgeon was drilling for the distal side stopping of an external tibial nail (etn). It was reported that once taken out of the nail, the device ran normally but re-drilling resulted in another strange noise and stoppage. It was reported that cooling and saline did not work either. It was reported that the device, at last, turned itself on, so the surgeon abandoned this device and completed the surgery manually. It was reported that there was a 10 minute delay in the surgical procedure. A spare device was not available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.